Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended. Blood/body fluid noted in the neck region and in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. The tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that during an implant this right atrial (ra) lead was difficult to place. The helix took more than thirty turns to extend. The ra lead dislodged multiple times and the helix would not extend on last attempt. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.